Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin transmission, inappropriate mode switching was observed due to far-r wave oversensing. Programming changes were recommended.